Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 01/2025).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly separated from the shaft. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold device was returned for evaluation, with the balloon completely detached. The device was loaded into an unknown sheath with slight damage to the distal end. The balloon was noted to be detached from both the distal and proximal end. Glue material was noted at both balloon joint locations. The balloon was noted to be fully inverted. No functional testing was performed due to the condition of the device. Therefore the investigation is confirmed for the reported balloon detachment as the balloon was noted to be completely detached from the device. The identified difficulty removing can be confirmed as the device was received loaded into an unknown sheath with slight damage to the end of the sheath. A definitive root cause for the difficulty to remove and balloon detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2025), g3, h6(device). H11: g1, h6(method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly separated from the shaft. There was no reported patient injury.